Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tray is missing a gasket that holds stem trial.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. A two-year complaint database search finds no additional reports of missing components against the complaint sample product code. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 2001) and has been subjected to heavy usage. Based on the root cause determination of device wear from normal use and servicing and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.